Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery experienced a critical battery alarm with a capacity less than twenty-five percent. As the patient was attempting to change batteries and unhooked one battery from the controller, a ¿red heart alarm¿ occurred with the battery attached to the controller, which subsided when wall power was connected. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
One battery was returned for evaluation. Another battery with unknown serial number was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported battery not charging event could not be confirmed during testing. Failure analysis revealed that the battery passed visual examination and functional testing. The battery was able to adequately charge and provide power to a test controller. Log file analysis could not be performed since log files covering the reported event date were not available for analysis. As a result, the reported critical battery alarm/ ¿red heart alarm¿ could not be confirmed. The reported ¿red heart alarm¿ could be attributed to a communication error and/or the battery depleting below 10%, triggering a critical battery alarm. Additionally, it is possible that the patient experienced a loss of power. When the controller starts up, the light emitting diode (led) indicator for both power sources and the alarm indicator on the controller's front panel will flash red for a brief moment. Possible root causes of a loss of power event may be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. A possible cause of the reported not charging event can be attributed to a marginal connection between the battery and battery charger. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.